Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, post-marketing adverse event reporting for medical products and dietary supplements during a pandemic. The device returned to omsc for evaluation. The evaluation of the device confirmed following; the reported event wasn¿t reproduced. There was no damage of the device. The image was not displayed using dvi (digital visual interface). (Omsc) reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Seven years have passed since the device was manufactured. The exact cause of the reported phenomenon could not be conclusively determined. However, the reported event likely caused by temporary equipment malfunctioning. For the image not displayed when using dvi, it was likely caused the aged deterioration of a dp circuit board.

Event description:
Olympus medical systems corp (omsc) was informed from the user facility that the power cord was plugged in and unplugged while the power switch of the subject device was turned on, the endoscopic image disappeared during preparation to an unspecified procedure. Although the user facility turned off and turned on the power switch, the device was not recovered. About five minutes later, the device was recovered. The user facility continued the procedure with the same device, and completed it. There was no patient injury reported.